Event description:
It was reported by the customer that the pyxis medstation es system pocket has failed and cannot be restored using standard recovery methods. The customer stated that there was a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was observed that no failed drawer icons. A technical support specialist, confirmed with the customer that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.